Manufacturer narrative:
Follow-up # 1 date of submission 10/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2015 with the following findings: a review of the pump black box data revealed drastic voltage fluctuation. The original battery life issue was unable to be duplicated during the investigation. The returned battery cap threads were observed to be damaged. A test battery cap was used to complete the investigation. The battery compartment was found to be cracked above and below the bumper pad. There was moisture corrosion observed in the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The pump case was removed and there was moisture corrosion found on the support bracket. The pumps current draws were within specifications. Unrelated to the original complaint, the pump powered up to a faded and discolored display.

Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 08/22/2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.